Event description:
Notice was received from plaintiff's counsel that a meridian pa stem and lfit anatomic v40 femoral head were implanted on (B)(6) 2012 and that allegedly, the patient sustained injuries as a result of the implanted device.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown meridian pa porous coated stem. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report.